Event description:
It was reported, the patient experienced no stimulation sensation and impedance readings >3600 ohms. The patient is an auto mechanic and lays on his back. Electrodes 8-15 had the high impedance values. Troubleshooting was being considered including an x-ray due to a suspected open circuit. Additional information has been requested.

Manufacturer narrative:
(B) (4).